Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided as the packaging was within specifications.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided as the packaging was within specifications.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-0966768. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: japan.

Event description:
It was reported that during inspection, it was found a bug in the package. There is no patient involvement. Due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction.